Event description:
It was reported that, "while dr was inserting a screw, the tip of the driver shaft sheared off. The broken piece was removed from the pt."

Manufacturer narrative:
Eval summary: the returned driver looks in used condition with wear from normal use. The tip of the driver has sheared off. Fracture surfaces were examined using the stereomicroscope at 5 to 50 x magnification. Smeared metal in circumferential pattern typical of torsional shear can be seen on the fracture surface. This event is related to a trend of similar events where the tip on the universal and straight driver shaft twists and/or fractures. The results of the investigation performed indicated that the tip of the driver fractured in torsional shear. This fracture mode is observed when driver is over torque and/or excessive wear due to repeated use of the driver.